Event description:
It was reported that during a rotational atherectomy pre-procedure test the rotablator guide wire fractured. It was further reported that the wire may have come in contact with the burr. As the event occurred at preparation the device had no contact with the patient. The patient status is listed as "good."